Manufacturer narrative:
The tenaculum forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grip cable was derailed at the distal idler pulley. The grip cable was seated on outermost pulley and grip cable was exposed on outside of the pulley. The yaw motion was non-intuitive as a result. The other cables at the instrument wrist were not damaged. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that after completion of a da vinci hysterectomy procedure, the tenaculum forceps instrument was noted to have a wire in a loop. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.